Manufacturer narrative:
Product was received for evaluation. DHR - product code 82-114, with lot 3285943, conformed to the specifications when released to stock UDI - (B)(4). Manufacturing date 10/12/2018. Expiry date 30/11/2023. Failure analysis - the valve was visually inspected; the silicone housing was torn/cut at the proximal end of the valve, the proximal connector was missing. The valve passed the test for programming and reflux. The valve could not be flushed, leak and pressure tested due to the damaged silicone housing. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the programing issue noted by the customer was probably due to biological debris, at the time of investigation no programming issue was noted. The root cause for the damaged silicone housing is probably due to user error. As noted in the IFU silicone has a low tear/cut resistance. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim valve (ID 823114) was not working since implanted on (B)(6) 2019. It was not possible to adjust the valve (with external adjustments) despite several attempts. The valve functioned normally but without the possibility to modify the debit. Medical staff had to perform another surgical procedure to set up a new internal bypass.